Event description:
Device 1 of 2: ref MFR report number 1627487-2013-00668. During the implant procedure (germany) invalid impedance measurements were observed when the lead extension was connected to the ipg. Further intraoperative testing ruled out the lead as the source of the issue. The physician elected to complete the procedure with a new lead extension and ipg. No further impedance issues were noted, and effective therapy was captured for the pt.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.